Event description:
The customer stated they have observed discrepant results on the architect potassium assay. A reproducibility test was performed and a patient sample was tested twenty times. The potassium result was 7.6 mmol/l but the expected result was 3.6 mmol/l (normal range 3.5 to 5.1 mmol/l). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4), high test results (B)(4), no known impact or consequence to patient. Abbott field service (fs) found the cause of the imprecision to be the ict pinch valve tubing which was positioned incorrectly in the valve. Fs adjusted the tubing to resolve the issue. A review of the customer's subsequent service history finds no additional reports associated with the ict pinch valve tubing and/or ict assay results. A review of quality metrics encompassing 12 months of trending data did not identify any product issues associated with the ict pinch valve tubing. No adverse non-statistical trends or adverse trends associated with the ict pinch valve tubing were identified. A review of the architect system operations manual revealed adequate labeling with regard to troubleshooting the customer's issue. Probable causes and corrective actions for the customer's issue are provided under the observed problems erratic results, poor precision. The ict sample diluent package insert provides adequate information with regard to reagent handling and stability, calibration and control requirements, and imprecision. Field service determined the incorrectly positioned ict pinch valve tubing as the likely cause for the imprecise/discrepant potassium results experienced by the customer. A deficiency is not identified.